Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips the instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: the thermal damage/arcing was first observed during the procedure. It was unknown what surgical task was being performed when the arcing event occurred. Fenestrated bipolar instrument was the other instrument in use when the arcing event occurred. It was unknown if the arcing appeared to originate from the subject instrument or from another instrument in use at time of event. There was no injury to the patient. The instrument was inspected prior to use, and no damage was noted. There was no instrument collision. The instrument was returned to intuitive surgical, inc. For evaluation. No photographic images of the device or a video recording of the procedure is available for isi review. Isi has received the maryland bipolar forceps instrument involved in the event to perform failure analysis. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had an output defect with a burnt tip. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.